Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unk, with osteoarthritis (grade 3). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient¿s medical history was not provided. On (B)(6) 2000. The patient received the third intra-articular synvisc (hylan g-f 20) injection of the first course (dosage regimen not provided) into the left knee. The lot number of synvisc was not provided. It was reported that the patient had a trace effusion prior to the injection. On (B)(6) 2000, the patient developed left knee effusion and 90cc of slight cloudy yellow fluid was aspirated from the left knee. The patient also received 02cc of intramuscular celestone (betamethasone sodium phosphate). On (B)(6) 2000, the patient recovered from the synovitis. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis and left knee effusion was assessed as severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite but did not provide a causal relationship for the event of left knee effusion. Follow-up info was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 12-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.